Event description:
Reporter indicated a pt underwent vns lead and generator revision due to an unk reason. All attempts for further info from the reporter regarding the revision surgery reason have been unsuccessful to date. The explanted lead and generator were returned for product analysis. Analysis of the generator did not reveal any anomalies and the generator performed per specifications. Analysis was performed on the returned lead portions. During the visual analysis of the returned 350mm portion the marked connector quadfilar coil appeared to be broken. Scanning electron microscopy was performed on both ends of the quadfilar coil break and identified the areas as having the appearance of being melted and no pitting. Three strands on the connector end of the marked coil appear to exhibit mechanical damage, resulting in an inability to identify a fracture type. It is unk if this break occurred while stimulation was present due to the absence of metal pitting on the melted coil wire surfaces. It is unk exactly what caused the melted appearance on the marked connector quadfilar coil. It is possible the thermally-damaged coils were exposed to a high temperature device such as a cauterizing tool (electrosurgical unit) during the explant of this lead. The abraded openings observed on the outer silicone tubing most likely provided the leakage path for what appeared to be remnants of dried body fluid found inside the outer silicone tubing. With the exception of the observed coil breaks and thermal damage/melting of metal, the condition of the remaining portions of the returned lead is consistent with that which typically exists following an explant procedure. No other obvious anomalies were noted. The resistance measurement taken during decontamination verified an electrical and mechanical contact between the generator and connector pins at one point in time. Continuity checks of the returned lead portions were performed, during the visual analysis, with no other discontinuities identified. Note that since the green (-) electrode section was not returned for analysis, an eval and resulting commentary cannot be made on that portion of the lead.

Manufacturer narrative:
Conclusions - device failure occurred, but did not cause or contribute to a death or serious injury.